Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit has system test fail. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse found that the pressure side of the compressor was defective. The fse installed the 5000 hour maintenance kit, and the unit passed all functional and safety tests.

Event description:
N/a